Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the prod server (gch-pyxises 1.11 aio) and confirmed messages were actively crossing with no adt/meditech, patient, or order down errors in hsv. Restarted required interface and web services and deployed the interface services utility (cce package) via rss; messages continued to cross. Review of patient examples confirmed active admissions and orders, though a ~3-hour delay was observed between message creation and receipt on the es server, with recurring evening communication errors to the cce endpoint noted in logs. Issue appears likely environmental in nature and was observed to have resolved beginning. The tss have checked the cce and seeing that it appears that the issue has not occurred. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patient orders were not crossing over to pyxis. There were no adverse events or injuries reported based on this event.